Event description:
It was reported that the pump touch screen had a pixel issue affecting the customer's ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump for insulin therapy.